Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 15 seconds, the balloon ruptured at the middle part. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient condition was good.